Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that a cartridge alarm (alarm 06) occurred. Reportedly, the customer was not outside of the labeled operating altitude range. Customer's blood glucose level was 100 mg/dl. During troubleshooting with tandem technical support, the malfunction alarm was cleared, a new cartridge was loaded resolving the cartridge alarm, and insulin delivery was able to be resumed.